Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous circumflex (cx) artery. Stented proximal left anterior descending (lad) artery. The physcian predilated with a 2.5x15 maverick balloon at 18 atms. The physician attempted to reach the lesion with a 2.50 x 24 mm taxus express2 drug eluting stent. However, the lesion was calcified thus couldn't get to the distal, only mid circumflex. The physician pulled out the stent and predilated again with a 2.5x15 mm maverick balloon at 18 atms, pushing stent again and still couldn't get to the lesion. The second time, while trying to get the setent in, it dislodged. The stent landed at the left main and could not be snared out. The physician placed a 2.5x15 mm maverick balloon into the dislodged taxus stent and deployed at 16 atm. A 2.5 x 30mm endeavour was delivered to the previously dilated mid-circumflex lesion but was unable to reach the target area. Endeavor stent was deployed at 16 atm at proximal lcx, overlapping proximally with the previously deployed stent. Ostial lad was pinched and kissing ballon technique employed at bifurcation between cx and lad. Finally a 2.5x8mm endeavor was successfully advanced to mid-cx and deployed at 16atm, overlapping with the distal edge previous placed endeavor stent. Whole stented segment of left circumflex was post dilated using the endeavour stent balloon up to 20 atm. No patient complications were reported. Patient status is listed as "stable". This product is only ous approved but it is similar to a marketed us device.